Manufacturer narrative:
Investigation of this report is currently in progress.

Event description:
On 12/05/2006, nellcor received a report where it was claimed that cuff on the device would not inflate after insertion into a pt. The caller reported that replacement of the tube was required.